Manufacturer narrative:
On july 27, 2021, mentor became aware that the patient's capsular contracture was a baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 21, 2021, mentor received additional information indicating that the patient was scheduled for implant explantation surgery and replacement with a 450cc mentor memorygel breast implant (catalog: 3504504bc) on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who's undergone primary breast augmentation with two 425cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade unknown), which also has pain and hardness, post-procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.